Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument suddenly did not work. The customer checked the main unit and found that it had returned to initialization mode (testing stage), so they disconnected the instrument and line from the main body, reconnected it from the beginning, and attempted to test three times, but the "tighten assembly" message continued to appear. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer confirmed that no fragment fell inside of the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The 8mm harmonic ace instrument was placed on an in-house system where it passed the recognition and engagement tests. The instrument was connected to an in-house energy generator and a torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated the message ""tighten assembly"" on 3 out of 3 attempts. Additionally, the instrument was found to have a curved blade broken at the distal end, and it broke at roughly. 17¿ from the base; the broken piece was returned with the instrument. The probable root cause of the broken blade is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).